Event description:
The customer contacted philips to report that they were unable to press the shock button and the device failed opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.